Manufacturer narrative:
One second stage revision notes were provided, indicating the patient's workup prior to revision indicated infection and that her prosthesis was loose. The notes state that the patient underwent 6-weeks of intravenous antibiotics and that several weeks after this round was complete, there was no evidence of infection found. The zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to any patient infection. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.

Event description:
It is reported that the patient was revised due to infection. The patient underwent a two-stage revision for infection, with the first stage performed on an unknown date, and the second stage performed on (B)(6) 2012.